Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the customer had contacted him because the camera image was inverted and was upside down. The caller stated they tried reseating it and clutching the camera arm but the issue remained. The caller stated they checked the horizon line and tried to reposition the camera and arm but the issue remained. The tse recommended trying to remove scope from arm, then rotate endoscope base until the correct orientation (30 up or 30 down) is displayed on the screen. Then press the clutch button on the arm that was holding the endoscope (to cancel guided scope change) and reinstall the endoscope onto the arm. Caller stated they had already tried this. Tse recommended trying a new scope or rebooting the system. Caller wasn't onsite to troubleshoot during the call. System wasn't connected to onsite, so system logs and setup were unavailable during the call. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the initial reporter said the scope that gave the surgeon and staff issues was then tested the following day in attempt to recreate the issue. The scope passed inspection and internal tests. It was then used later that week with no issues. The customer will continue to monitor going forward.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) confirmed with clinical territory associate (cta) who said that after performing a system restart the inverted image issue on the endoscope was resolved and the image from the endoscope is correctly positioned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.